Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2007. Patient's legal counsel reports patient allegations of pain, inflammation and lack of mobility. Subsequently, the patient was revised on (B)(6) 2013. The modular head was removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2007. Patient's legal counsel reports patient allegations of pain, inflammation and lack of mobility. Subsequently, the patient was revised on (B)(6) 2013. The modular head was removed and replaced. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in the operative report noted that the left hip revision was performed due to pain, a loose acetabular cup and a leg length discrepancy. Operative report further noted the presence of serous fluid. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions." And " undesirable shortening of limb.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-06051 & 2014-02290).